Manufacturer narrative:
Reservoir - catalog #72404161, serial# (B)(4), expiration date 02/13/2022, UDI:(B)(4), manufacture date 03/02/2017. Pump- catalog #72404310, serial# (B)(4), expiration date 07/19/2021, (B)(4), manufacture date 08/23/2016. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump performed within specifications.

Event description:
It was reported the patient had his inflatable penile prosthesis revised an unspecified reason on a future date. No patient complications were reported in relation to this event. Information was received that this patient had his pump replaced due to pump malfunction from fluid loss. This patient also experienced patient dissatisfaction from "pump is unable to refill while planning for inflation every time." This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.